Event description:
It was reported a patient experienced and was hospitalized the same day for peritonitis coincident with peritoneal dialysis (pd) therapy. The patient experienced symptoms of abdominal pain. On an unknown date, the patient was treated with unspecified antibiotics. The cause of peritonitis was reported to be possible bowel damage sustained in a car accident, 2-3 days prior to hospitalization; however, this was not confirmed. The patient was discharged 9 days after admission. The patient recovered from peritonitis 6 days after being discharged. No additional information is available. This is report 1 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A batch review will be performed. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted. This report references the same patient as (B)(4).